Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that in an unknown number of wafers from an unknown number of market units for the last few months, she experienced decreased wear time of 1 hour. Her normal wear time was 5-7 days. The end user's husband is her caregiver and told her that the mass did not seem as flexible when molding it. She believed that this was the cause of the decrease in wear time. She could see no visible difference with the wafers but when they were molded, the husband stated that they were not as flexible. They were harder to form and stay where she wanted them. Her stoma is 38 mm, outside of the moldable size range for this product. There was no physical harm reported. No photo is available at this time.